Manufacturer narrative:
After receiving the affected unit, an investigation will be performed by a designated karl storz employee. Upon evaluation (dated 2022-06-08), it could be confirmed that the reported malfunction was caused by an pollution or humidity. That led to an inadequate contact between cable and device. The resulting increased contact resistance led to the fact that the plug was burned through. The customer is advised in a separate letter to follow the instructions in chapter 6.1 of the instructions for use. It is written that high voltages, voltage flashovers, and instrument malfunctions can be caused by missing contacts.

Event description:
As per manufacturer incident report # (B)(4) we received from the factory in (B)(6): the event occurred in (B)(6). During surgery, dysfunctional bipolar cutting and coagulation loops used for prostatectomy were evidenced. There is detachment of a part of one of the loops, it remains lodged in the patient, there is evidence of a burn of this for which it was necessary to use 3 loops until the procedure was completed. Also, burn and rupture of the distal coupling of the cable could be confirmed. An intraoperative x-ray and transurethral endoscopic examination are performed, but it is not possible to find the metal part of the loop that came off.